Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen goes blank. The customer¿s blood glucose level was 330 mg/dl. Customer stated that she had to change out the batteries three times. The customer was assisted with troubleshoot and customer reports display was blank and battery cap was damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.